Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead underwent a revision procedure. It was reported that the system had displayed noise and an impedance issue that was discovered via the patient's home remote monitoring system. No inappropriate therapy was delivered. The local boston scientific field representative (fr) reported that the impedance measurement at change out was 1550 ohms. The fr did not know any further details regarding the clinical observations. The lead was surgically abandoned and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted, which required hospitalization. There were no adverse patient effects.